Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope, an extractor balloon, a truetome, and 2 advanix biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. There were no reported malfunctions associated with the exalt scope, extractor balloon, truetome, or advanix biliary stents. The patient had a medical history of current immunosuppression (pharmacologically induced) due to post-liver transplant, documented biliary or pancreatic stricture, abnormal imaging finding of an anastomotic stricture and "kink" in previously placed non-bsc biliary stent, 2 previous ercps, prior biliary sphincterotomy (major papilla), prior stent placement, and liver transplantation. On (B)(6) 2021, the patient experienced an adverse event of possible cholangitis and a fever with some increase in white count as a symptom of the cholangitis. As a result, the patient was hospitalized on (B)(6) 2021. The fever came down quickly after treatment. The patient was treated with zosyn IV x 2 days; cipro/flagyl as outpatient. Blood cultures were ordered and came back negative. The possible cholangitis was resolved on (B)(6) 2021 and the patient was discharged on (B)(6) 2021. The exalt scope, extractor balloon, truetome, and advanix biliary stents were reported to be unlikely related to the patient's possible cholangitis. The possible cholangitis was reported as possibly related to the ercp. ***additional information received on may 28, 2021*** on (B)(6) 2021, the patient developed a fever at home after the ercp procedure. The fever resolved on its own. On (B)(6) 2021, the patient again developed fevers, but this time associated with chills and abdominal pain which radiated to bilateral shoulders and oral intolerance (no emesis). The patient presented to the emergency department for evaluation. On (B)(6) 2021, a right upper quadrant ultrasound was performed. Post cholecystectomy, there was no significant interval change in mild intrahepatic biliary duct dilation with a common bile duct stent in place. Blood cultures, urinalysis, and a chest x-ray were performed and came back negative. On (B)(6) 2021, an x-ray of the kidney, ureters, and bladder was performed to check the biliary stent placement and balloon dilation of biliary anastomosis on (B)(6) 2021. Two biliary stents were visualized. It was difficult to tell if the stents were in a stable position. Scattered pockets of gas and stool were visualized throughout colon, partially visualized gas-filled loops of small bowel were seen in the mid abdomen without significant dilatation. The bowel gas pattern was unremarkable. No pneumatosis or free air. The patient's dosage of ursodiol was increased to 600 mg, three times daily. It was determined that the patient's thrombocytopenia was likely secondary to medication. On (B)(6) 2021, the patient was transitioned to cipro/flagyl for 5 days. On (B)(6) 2021, a bilateral, non-vascular ultrasound of the kidney was performed. Normal renal ultrasound, no hydronephrosis. The patient was discharged on (B)(6) 2021 in stable condition.

Manufacturer narrative:
Block g2 (report source): e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code e2326 captures the reportable event of cholangitis requiring medication and hospitalization. Block h10: the returned exalt model d single-use duodenoscope was visually inspected and showed no evidence of any damage or defect on the shaft or tip of the device. No sharp edges or protrusions were noted. Articulation was functionally tested using the articulation control knobs on the handle and no problems were observed. The device achieved the full, expected range of motion. The elevator functionally was tested and was moved by engaging the elevator control lever on the handle; no problems were observed with the range of motion or forces required of the elevator. The reported event was not confirmed. It is likely that the reported patient event was related to procedural factors, as the reporting site indicated that the cholangitis was "unlikely" related to the exalt device and was "possibly" related to the ercp. The event of cholangitis is listed in the risk documentation and labelling as a potential event through normal use of the device. Based on all gathered information, the complaint investigation conclusion code selected is known inherent risk of device a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Report source: (B)(6) clinical study. (B)(4). The returned exalt model d single-use duodenoscope was visually inspected and showed no evidence of any damage or defect on the shaft or tip of the device. No sharp edges or protrusions were noted. Articulation was functionally tested using the articulation control knobs on the handle and no problems were observed. The device achieved the full, expected range of motion. The elevator functionally was tested and was moved by engaging the elevator control lever on the handle; no problems were observed with the range of motion or forces required of the elevator. The reported event was not confirmed. It is likely that the reported patient event was related to procedural factors, as the reporting site indicated that the cholangitis was "unlikely" related to the exalt device and was "possibly" related to the ercp. The event of cholangitis is listed in the risk documentation and labelling as a potential event through normal use of the device. Based on all gathered information, the complaint investigation conclusion code selected is known inherent risk of device a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope, an extractor balloon, a truetome, and 2 advanix biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the (B)(6) clinical study. There were no reported malfunctions associated with the exalt scope, extractor balloon, truetome, or advanix biliary stents. The patient had a medical history of current immunosuppression (pharmacologically induced) due to post-liver transplant, documented biliary or pancreatic stricture, abnormal imaging finding of an anastomotic stricture and "kink" in previously placed non-bsc biliary stent, 2 previous ercps, prior biliary sphincterotomy (major papilla), prior stent placement, and liver transplantation. On (B)(6) 2021, the patient experienced an adverse event of possible cholangitis and a fever with some increase in white count as a symptom of the cholangitis. As a result, the patient was hospitalized on (B)(6) 2021. The fever came down quickly after treatment. The patient was treated with zosyn IV x 2 days; cipro/flagyl as outpatient. Blood cultures were ordered and came back negative. The possible cholangitis was resolved on (B)(6) 2021 and the patient was discharged on (B)(6) 2021. The exalt scope, extractor balloon, truetome, and advanix biliary stents were reported to be unlikely related to the patient's possible cholangitis. The possible cholangitis was reported as possibly related to the ercp.